Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, the insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly was noted. The insulin pump was received with cracked case at display window corners and display window. The insulin pump had a minor scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 286 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.